Event description:
It was reported that a user observed elevated blood glucose while fasting and identified that the infusion set connector (¿pitchfork¿) had fallen out of the anchor after a shower, resulting in interrupted insulin delivery. The user reattached the connector until it clicked and insulin delivery resumed, with subsequent readings trending down and returning to range, and the event involved the cannula/infusion set interface. Symptoms included hyperglycemia peaking at 214 mg/dl without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the medical device problem was improper or incorrect procedure or method involving the infusion set connector and cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.